Manufacturer narrative:
The reason for prosthesis wear cannot be confirmed from the information provided but may be the result of prosthesis wear and instability as reported or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and instability cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation as the devices remain implanted and no images, radiographs, or relevant clinical information were provided.

Manufacturer narrative:
D1: corrected. D4: corrected. D10: concomitant devices: 02-010-06-0340 - tru cc femoral size 4 right. 02-010-06-0541 - tru post. Aug. Size 4, 5mm. 02-010-06-0541 - tru post. Aug. Size 4, 5mm. 02-012-42-4008 - logic pts, size 4, 8mm. 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 02-012-60-1480 - tru stem ext 14mm x 80mm. 02-012-60-1812 - tru stem ext 18mm x 120mm. 02-012-65-4011 - tru cc tib insert size 4, 11mm. 200-02-38 - three peg patella 38mm. 204-70-00 - tibial stem ext. Screw. 208-06-04 - cc distal fem augment sz 4, 10mm. 208-06-04 - cc distal fem augment sz 4, 10mm.

Event description:
It was reported via legal documentation that this patient was implanted with an optetrak logic device on (B)(6) 2016 with no reported revision. No other patient information/medical history reported. No images of the device are provided. There is no device information provided. No other information is available.